Event description:
The customer reported sixty-three (63) false positive results with the ID now covid-19 2.0 assay on direct tested nasopharyngeal samples collected with kitted swabs on multiple dates from (B)(6) 2022 to (B)(6) 2023 involving multiple known and unknown lot numbers. This report is for result forty-nine (49) of sixty-three (63) and unknown lot (total quantity 15). It is unknown if confirmation testing was performed. The customer indicated that there was no impact to the patients' treatment. No additional information was provided.

Manufacturer narrative:
B3: event date is an approximation. G4: similar product to 192-000. Investigation summary: the customer was not able to provide the required intake information, such as the kit's lot and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. No further investigation will be conducted as there is insufficient information to do so. H3 other text : single use device, discarded.

Manufacturer narrative:
B3: event date is an approximation g4: similar product to 192-000. The investigation is ongoing. A supplement report will be sent upon investigation completion or receipt of additional information. H3 other text : single use device, discarded.

Event description:
The customer reported sixty-three (63) false positive results with the ID now covid-19 2.0 assay on direct tested nasopharyngeal samples collected with kitted swabs on multiple dates from (B)(6) 2022 to (B)(6) 2023 involving multiple known and unknown lot numbers. This report is for result forty-nine (49) of sixty-three (63) and unknown lot (total quantity (B)(4). It is unknown if confirmation testing was performed. The customer indicated that there was no impact to the patients' treatment. No additional information was provided.